Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient programmer (pp) was showing the ins battery to be dead when it was not. The patient reported seeing the low ins battery icon. They reported seeing the ins flashing in the first quartile with poor coupling. The patient stated they had to lay down and ¿put pressure¿ to get a good connection. The patient was instructed to reposition the antenna over the ins and attempt the antenna locate (al) feature, but it did not resolve the issue. The patient reported two coupling bars after al but turned the dial and received four. The patient stated they thought the ins had moved because the bottom part was sunk and the top park was sticking out and would catch on things. They stated they had been told it had not moved. Product services reviewed that the pp appeared to be functioning normally, as both the pp and ins recharger (insr) displayed the same ins battery level. The patient stated they had an appointment at the end of the month. No symptoms were reported. No further complications were reported. Follow up was conducted.